Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. Fluid was seen exiting the site of the tear. This leakage resulted in corrosion on the top battery and the pcb. The top and middle batteries were measured to have insufficient charge. No other damages or defects were observed. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Hyperglycemia treated applying a new pod and bolus (exact amount was not provided).